Event description:
In 2006, the pt underwent cataract surgery with implantation of the crystalens in the right eye. During surgery, the iol exited the lens injector rapidly and damaged the posterior capsule. The lens was removed and a lens was placed in the sulcus.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The lens has not been returned to eyeonics and is therefore, not available for evaluation.